Event description:
New information received indicates that the lead was capped, not explanted. The lead will not be returned for analysis.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for low pacing lead impedance on the ra lead. No other anomalies were noted. The lead was explanted and replaced. The patient was stable throughout the procedure. The lead will be returned to the manufacture.